Event description:
It was reported that the tip of the dekompressor broke off. The broken piece got stuck in the tissue of the patient and was removed with forceps. There was no patient injury or medical intervention reported.

Manufacturer narrative:
Actual device has not been received for evaluation, however, a sample from the same lot was evaluated. It is likely that the root cause is that the probe was bent prior to or during the procedure. The instructions for use includes a warning to never bend or straighten the preferred introducer cannula. It also states that failure to comply with this warning may result in patient injury. When the product is received for evaluation and if different results are found, a follow-up report will be sent.